Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored atrial tachy response (atr) episode showing visible noise on all channels with oversensing on the right atrial (ra) lead only. The ra lead is a non-boston scientific product. Further review was recommended. All lead measurements are stable and battery longevity is normal. At this time, the device and ra lead remain in service. No adverse patient effects were reported.